Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (5 mg/ml at 1 mg/day) via an implantable pump for low back pain/non-malignant pain. It was reported that the patient stated he had noticed increased pain since mid-2025. The patient stated that his managing hcps performed a catheter access study, once by the nurse practitioner and a second time by the physician, and each time the catheter was negative for cerebrospinal fluid (csf). The dates of these catheter access studies was unknown to the rep. The patient stated that his former clinic was unable to get him scheduled for a revision for many months, so he moved to another practice to resume care with his original managing physician. The patient was taken to the operating room (or) for a planned catheter revision/replacement. The hcp began by using a needle to access the catheter access port (cap), and had positive return of csf. He was able to aspirate the catheter fully two times. Under fluoroscopic guidance, he confirmed that the catheter tip was at t6. Given the patient's chief complaint was low back pain, the hcp felt that the catheter tip placement was too high to target his pain. The hcp opened up the midline lumbar incision and, under c-arm guidance, pulled the catheter back to t10. After confirming posterior placement of the catheter tip, the hcp proceeded to aspirate from the cap a third time with positive return of csf. Incisions were then irrigated and closed. There were no changes to the catheter length/volume. Nothing was explanted and there were no new implants. A priming bolus was programmed to re-prime the catheter and resume infusion. The physician also increased the patient's dosing of morphine from 0.5 mg/day to 1 mg/day. The issue was resolved at the time of this report.

Manufacturer narrative:
B3. Date is approximate, year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that had been confirmed/provided by the physician. It could not be confirmed whether the cause of the catheter being at t6 was migration versus original implant location.